Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. It was noted that the device battery monitoring voltage was 2.21 volts, which is too low to support device functions. The device case was opened to facilitate examination of the internal components. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Detailed analysis of the device battery was undertaken. Battery analysis indicated an internal short within the battery. Analysis confirmed the pacing, loss of capture, and device diagnostics issues were due to an internal short in in the battery.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture and pacing inhibition on both the right atrial (ra) lead and right ventricular (rv) lead. The patient's heart rate was in the 30's. Furthermore, high thresholds were noted on the ra and rv leads in both unipolar and bipolar sensing. It was noted that the pacemaker was nearing elective replacement indicator (eri). The boston scientific sales representative was unable to obtain impedance measurements. Boston scientific technical services (ts) advised replacing the device. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.